Event description:
Pt experienced return of spasticity and reported to physician. The implant pump was found to not be working. No alarm was noted before this event. Pt had device replaced and is doing well.

Event description:
Pt experienced return of spasticity and reported to physician. The implanted pump was found to not be working. No alarm was noted before this event. Pt had device replaced and is doing well.